Event description:
The physician attempted to close the arteriotomy with the closer tsl 6 fr. Device. Following the procedure, it was noted that the patient's pulses were absent. The pt was taken to surgery, and it was determined that the anterior and posterior walls of the artery had been sewn together. The physician states that he overinserted the device which may have contributed to this event. The artery was repaired. The pt recovered without incident. Notes from the perclose representative reveal that the physician did not perform a sheathogram prior to inserting the device into the patient.